Event description:
The customer reported to olympus the evis lucera small intestinal videoscope, the angle defective. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation and foreign material exciting from the nozzle was found. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to wear of angle wire, bending angle in upwards direction does not meet the standard value; nozzle has foreign objects; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a crack; adhesive on bending section cover or distal sheath rubber has a white clouded area; connecting tube has a scratch; connecting tube has a buckling; due to wear of angle wire, the play of up/down knob is out of the standard value; and protector of universal cord on scope connector side has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : the device was cleaned, disinfected, and sterilized before requesting repair. Pre-cleaning information: there was no delay to the start of pre-cleaning. Water and air was supplied to the air/water nozzle. Information on manual cleaning: wipe/brush the air/water nozzle with gauze, brush, or sponge. Flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Facility noted no abnormalities on the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual sif-q260 operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual sif-q260 reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.